Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s (B)(4). Conclusion code: patient has previous corneal pathology. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -4.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and was exchanged for a longer lens. The exchange resolved the problem. On (B)(6) 2016, the patient's uncorrected visual acuity (ucva) was 20/25. As of the date of MDR submission, the lens has not been returned for evaluation.